Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge was crushed. There was no patient injury. The procedure was completed successfully with the back-up lens. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 6/26/2018. Device evaluation: the pcb00v preloaded insertion system was received in its original box at the manufacturing site for investigation. The cartridge was observed correctly engaged into lower body of the pcb00v device. Visual inspection using magnification was performed. The cartridge tip was observed deformed, confirming the reported issue. No crack defects or broken were observed at any section of the unit. The lens was observed at the iol chamber into the pcb00v device. The trailing haptic was observed folded by the push rod tip. Residues of viscoelastic was detected at the cartridge tip/tube. The condition observed is consistent with a unit that has been handled and prepared for surgical use. The reported issue was verified. Based on the evidence observed, the preload delivery system has not been affected by the manufacturing process. Manufacturing record review: the manufacturing records for the device were reviewed and no non-conformance reports (ncr¿s) related to the issue reported. The product was manufactured and released according to specification. Historical data analysis: the search in complaint history revealed no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.